Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. For the placement of a renal stent, the user planned to perform this procedure using the "syngo evar guidance" (endovascular repair guidance) workflow. The 'syngo evar guidance' is an option of the 'syngo application software' system and provides the ability to plan and perform endovascular procedures under fluoroscopic or angiographic image guidance. A 3d volume is required for the application of "syngo evar guidance". For this purpose, either the 3d volume of a previous computed tomography angiography (cta) of the same patient or the 3d volume that can be created during the ongoing procedure by "syngo dynact" can be used. In this case, a cta recording was to be used, but the cta data could not be loaded. The user was informed about this problem with the message "the images could not be loaded: no images known." To continue the procedure, the user could choose between the following options: - performing the procedure with "syngo evar guidance" using the 3d volume that can be created with "syngo dynact". - performing the procedure without the "syngo evar guidance" support. - aborting/postponing the procedure. The stent was applied without the assistance of the "syngo evar guidance". Unfortunately, the stent was not deployed correctly, and an additional stent had to be deployed to successfully complete the procedure. The in-depth investigation revealed that data in the "syngo application software" and in the 4d-viewer application (software providing/displaying the 3d CT data) differed in the patient name by capital letters. As a result, the feedback that the patient volume was loaded remained unconfirmed and the loading process was not completed. To resolve the problem, the patient name must be corrected. After that, the CT volume can be loaded. The exact circumstances why this deviation in the patient name occurred could not be determined. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a procedure in which a stent was being placed in the artery of a kidney, the user reported that CT data could not be loaded in the 4d card. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.